Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that display screen shut off with no warning. Customer's blood glucose was 486 mg/dl. Customer received a battery out limit alarm and reported that battery was out longer than duration allowed. Insulin pump did turn back on. Troubleshooting was performed and customer was advised that battery cap would be replaced.